Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: investigators were unable to duplicate the ¿no power¿ complaint. The review of the black box showed several unexpected power reboots on the day of the alleged issue occurrence. The battery compartment and the battery cap were undamaged and the cap was able to fit securely. The battery cap was fully fastened and then unscrewed half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; no power interruptions or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.